Manufacturer narrative:
This is being filed as a follow up correction. B the date of the report was corrected. No product was returned for evaluation. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. (B)(4): no product returned.

Event description:
Coopervision was made aware of a patient who experinced corneal vascular invasion due to overwear of the lenses. It is noted that the patient wore the lenses for 2 consecutive years, even though he was aware that they were for 6 month use. The patient was advised to discontinue contact lens wear and use glasses. The patient is now using a different brand of lenses. The patient's current condition is reported as recovered however th extent of the corneal vascular invasion was not noted. Follow up attempts have been made for more information, with no reply to date.

Event description:
Coopervision was made aware of a patient who experienced corneal vascular invasion due to over wear of the lenses. It is noted that the patient wore the lenses for 2 consecutive years, even though he was aware that they were for 6 month use. The patient was advised to discontinue contact lens wear and use glasses. The patient is now using a different brand of lenses. The patient's current condition is reported as recovered however the extent of the corneal vascular invasion was not noted. Follow up attempts have been made for more information, with no reply to date. This is being filed as a correction.

Manufacturer narrative:
No product was returned for evaluation. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. (B)(4): no product returned.